Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was further reported that a culture was taken, unknown from which part exactly, but the physician stated that the patient was clear of any infection/ organisms. The physician decided that replacement of any part of the system was not necessary, and he re-implanted the same pump at the contralateral part of the abdomen, creating a new pocket. The patient was doing well, the itb therapy continues normally. The patient probably received some antibiotic therapy after the event, but it is unknown if he still was receiving it. No device to be returned.

Event description:
It was reported that the patient experienced drainage and incisional wound opening at the device pocket. A possible infection occurred. Actions resulting from this event included a catheter replacement and the pump re-implantation at the lateral abdominal site. It was also reported that there this was a catheter revision and that the catheter remains implanted and in-service. No diagnostic testing or troubleshooting was required. It was reported as unknown if the issue was resolved or if the cause of the issue was determined. At the time of the event the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.